Manufacturer narrative:
Analysis of the AED's log files determined on 12/14/26 the AED detected no pads were attatched to the AED and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 2/02/26 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 2/11/26 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 2/27/26 when a replacement battery pack and pads were was installed into the AED. The review identified that the AED functioned as designed and can stay in service.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Once a new battery was installed and a manual self test performed the AED powered on and could stay in service.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.